Event description:
It was reported that after swimming with the pump, the touchscreen was unresponsive. After resetting the pump, a temperature alarm occurred. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.